Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012561862); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, there was an infold after three recaptures in a highly calcified annulus situation. The valve was checked using fluoroscopy and was found to be good load. The device was never implanted and was retrieved from the patient. There was no impact on the patient associated with this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway returned product analysis lab loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received severely crimped state with an ovoid outflow appearance and a reniform inflow appearance. As received, all leaflets were in partially closed position with a gap between the free margins. All leaflets were slightly stiff yet flexible. Leaflets exhibited severe creases and imprints; tissue conditions possibly associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, appeared to retain a compressed state around the valve skirt. This may be associated with the valve being in the loaded position, inside the delivery system, for an unknown duration of time. There was no evidence of bends or kinks on the frame. Due to the received condition of the valve, loading and deployment simulations could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Device code was added. Additional codes. An annex f code was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, there was an infold after three recaptures in a highly calcified annulus situation. The valve was checked using fluoroscopy and was found to be good load. The device was never implanted and was retrieved from the patient. There was no impact on the patient associated with this event. Additional information was received to report the valve was recaptured into the delivery catheter system due to under expansion of the valve frame. A procedural delay occurred as a result of the infold.